Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user is stating that the joystick is working intermittently. Staying that sometime they have to hit the side of the joystick to get it to work.